Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
Additional information received noted that the right ventricular lead exhibited loss of capture.